Event description:
The customer reports the device will not charge during the operational check.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated, the device and confirmed the complaint. There was no reported patient involvement. The processor pca was replaced to resolve the problem. All performance assurance tests passes and the device was sent back to the customer. We will consider this a malfunction of the processor pca that caused the device to fail to charge during the operational check.